Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that artifacts appeared on scanned images. A philips field service engineer (fse) went to the site to evaluate the system. The fse cleaned the inside of the gantry and then evaluated the collimator to find plastic mylar shavings inside of the collimator. Based on the information by the fse, the reported image artifact was the result of mylar shavings found inside of the collimator and not from a cracked compensator as initially reported. The fse cleaned the compensator and ran air calibrations successfully to resolve the reported image artifacts. The system is in clinical use. This issue was determined not to be a reportable event.